Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On june 28, 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not power on. The pt tests her blood glucose 3 times a day. Her normal blood glucose levels are typically around 200 mg/dl. She takes 1 tablet of metformin (1000 mg) twice a day. The pt did not know when the alleged power issue started. The pt was unable to provide an estimate as to how long she was unable to test her blood glucose, because of the meter issue. On an unspecified date after the meter issue started, the pt developed symptoms of blurred vision, and feeling thirsty and sweaty. She also reported having a rash all over her body. Due to the symptoms and meter issue, the pt visited her doctor about 3 months ago. The pt's blood glucose was tested in a lab and a result of "500 mg/dl" was obtained. She was treated with tablets of metformin. In addition, she was given unspecified treatment for an allergy. The pt was not hospitalized. Another result of "180 mg/dl" was reported by the reporter, but it is not known when the reading was obtained. During troubleshooting with the customer care advocate (cca), the reporter was able to turn the meter on. The alleged issue was resolved with training. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she was unable to test her blood glucose for an unknown period of time, because of the meter issue. The pt reportedly developed symptoms suggestive of hyperglycemia and received a blood glucose reading of "500 mg/dl" from a lab.